Event description:
Related manufacture reference number: 2017865-2023-18246. Related manufacture reference number: 2017865-2023-18248. It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The physician stated the high capture threshold was caused by the patient's poor myocardial condition but also contributed by the pacemaker and rv lead. Further interrogation noted noise, insulation anomaly, and low pacing impedance on the atrial lead and premature battery depletion of the pacemaker. The pacemaker was explanted on, replaced on (B)(6) 2023 while the atrial lead and rv lead were capped and replaced during the same procedure. The patient was in stable condition.